Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the product was not received by bsc for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the brachial vein. The 75% stenosed lesion was located in the severely tortuous and moderately calcified brachium vein. A 5.0 x 40/40 (4f) sterling balloon catheter was advanced to the target lesion and during the first inflation a balloon ruptured occurred at 10 atms. The balloon catheter was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.